Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 1,000 mcg/ml gablofen baclofen at a dose of 370 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that an alarm was heard/confirmed by telemetry. The patient was scheduled for a routine pump replacement due to elective replacement indicator (eri). Today ((B)(6) 2017) the patient went to the ER due to the fact the pump was alarming. The logs showed multiple resets, low battery resets, and safe state logs in (B)(6) 2017. A critical alarm occurred for low battery reset, reset, and safe state. The pump was to be replaced on (B)(6) 2017. When they went to replace the pump, it was discovered that the "catheter was bad" as well. They could not aspirate from the side port or directly from the catheter so the surgeon cut the catheter in half and still could not get fluid. The surgeon then did a laminectomy to place a new catheter. The patient exhibited symptoms of increased spasticity and was having some spasms. No further complications were expected or anticipated.

Manufacturer narrative:
Analysis found that there was a low battery reset with an undetermined cause. Analysis also found that there was corrosion/wear/ lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train.: recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.